Event description:
Related manufacturer reference number: 3006705815-2022-17070. It was reported that the patient underwent surgical intervention wherein in the lead was revised due to ineffective stimulation. The lead was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.